Event description:
It was reported the programmer screen flickers and often does not boot up. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the display flickers and does not boot up. The display does not come on even though the device boots up. A system error displayed upon boot up. A loose ECG (electrocardiogram) connector found on a printed circuit board. Speaker found out of electrical specification. Keyboard slide will not slide into place due to loose/ missing screws on the keyboard.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.